Manufacturer narrative:
Gahier m, hirardot t, buffenoir k, perrouin-verbe b, gross r. Complications of intrathecal baclofen therapy for spasticity: a singl e-centre cohort of 170 individuals. Ann phys rehabilitation med. 2025;68(3):101919. Doi:10.1016/j.rehab.2024.101919 continuation of d10: product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Gahier m, hirardot t, buffenoir k, perrouin-verbe b, gross r. Complications of intrathecal baclofen therapy for spasticity: a single -centre cohort of 170 individuals. Ann phys rehabilitation med. 2025;68(3):101919. Doi:10.1016/j.rehab.2024.101919 summary: intrathecal baclofen (itb) therapy effectively reduces severe spasticity but is associated with complications that can be serious. The evolution of these complications over time and their predictive factors are not well known. Reported events: 4 patients had reported breakdown associated with their pump. 1 patient reported battery dysfunction associated with their pump. 11 patients reported cutaneous complications, pressure sore over pump, or exteriorization relating to their pump. 25 patients reported sepsis, infection, or abscess. 2 patients reported premature emptying of their pump. 9 patients reported pump flipping and twiddler syndrome. 1 patient reported a kink with their catheter. 4 patients reported disconnection with their catheter. 17 patients reported fissure or rupture with their catheter. 2 patients reported a cerebrospinal fluid leak or meningocele. 1 patient reported malposition of their catheter. 9 patients reported migration of their catheter. 4 patients reported obstruction with their catheter. 1 patient reported a pressure sore exposing their catheter. 24 patients reported catheter dysfunction resulting in underdose symptoms that resolved by catheter replacement or a loop/weld. 6 patients reported complications that resolved with a complete system replacement. 21 patients reported pharmacological complications including unerdose and overdose. 1 patient reported an error with their drug concentration resulting in baclofen overdose. 23 patients reported post-operative complications including impaired scar healing, hematoma, and seroma. 1 patient reported post-operative complications including a neuroma. 1 patient reported telangiectasia. 2 patients reported a missed or late refill resulting in withdrawal symptoms. 3 patients reported pump explant due to loss of effectiveness. 1 patient reported an allergy involving their pump.